Event description:
It was stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported. It was stated that the customer was new to insulin pump therapy and she had been using the insulin pump without very much training. It was stated that the customer should not be on the insulin pump due to insufficient training. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.